Event description:
It was reported that the patient was hospitalized 30jan2024 for acute on chronic kidney disease stage 3 - 4 or acute on chronic heart failure with reduced ejection fraction. The patient was presenting with dyspnea and increased fluid retention. The patient is being treated with IV drip medication to lower fluid levels. A right heart catheterization was performed on (B)(6) 2024 to confirm the validity of the cardiomems pressure sensor readings as well as obtain full pressure readings from the right heart catheter. The sensor was not recalibrated. The site confirmed that they do not feel that the cardiomems device caused or contributed to the hospitalization. It was also confirmed that they are not questioning the accuracy of the readings at this time. The patient's care team reported they will optimize the patient's thresholds and continue with the IV drip loop diuretic.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.